Event description:
It was reported that, during treatment, doctor applied pico 7 device on patient. At first it fixed well with only ok light blink. After 10 hours, all the four lights started blinking. Doctor used regular dressing to finish the treatment. No delay in treatment was reported. No other complications were reported.

Event description:
It was reported that, during treatment, doctor applied pico 7 device on patient. At first it fixed well with only ok light blink. After 10 hours, all the four lights started bliniking. It is unknown how was the treatment finished. No delay in surgery was reported. No other complications were reported.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.